Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The 510(k) number is k071318. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Twenty minutes into the procedure, the clinician noted that the arterial pump was turning slowly. There was no alarm and no regulation by the level or bubble sensor. The clinician tried to accelerate the pump by turning the speed knob and also inactivating the level sensor, but the problem remained. The pump was hand cranked to complete the procedure. The pump was evaluated by sorin group (B)(4). The pump was run for 48 hours without any problems. The electronic components were inspected. No abnormalities were noted. The pump was then subjected to an endurance test of 500 hours under various conditions. No problems were found. Sorin group (B)(4) could not reproduce the problem. No fault was found with the pump.

Event description:
Twenty minutes into the procedure, the clinician noted that the arterial pump was turning slowly. There was no alarm and no regulation by the level or bubble sensor. The clinician tried to accelerate the pump by turning the speed knob and also inactivating the level sensor, but the problem remained. The pump was hand cranked to complete the procedure. After the procedure, the pump was used as an aspiration pump and there were no problems. The pump has been changed out with another unit. There was no report of pt injury.